Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing user interface pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A third-party service agent contacted physio-control to report that customer's device displayed a white screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Physio-control further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to a damaged capacitor c181 on the user interface pcb assembly.

Event description:
A third-party service agent contacted physio-control to report that customer's device displayed a white screen. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in the reported event.